Event description:
It was reported that the hydrophilic coating on the intermittent catheter was not activated and was dry. Due to multiple events, the customer stopped using the same lot and reported a problem. It was stated that there were 180 such catheters which were unused before opening packaging and 10 catheters which were unused for patients whose packaging had been opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.